Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004 the patient presented for an overnight clinical polysomnogram which demonstrated moderately severe obstructive sleep apnea and mild limb movements. Electrocardiographic recordings showed an underlying normal sinus rhythm and no dysrhythmias. On (B)(6) 2004 the patient presented for a nocturnal polysomnography with nasal CPAP titration which demonstrated improved reparations on nasal CPAP=10 and alleviation of snoring and desaturations with CPAP. Electrocardiographic recordings showed an underlying normal sinus rhythm and no dysrhythmias. On (B)(6) 2005 reportedly the patient underwent a colonoscopy which revealed lymphocytic colitis. On (B)(6) 2005 the patient presented with sleep apnea and mild periodic limb movements occasionally causing restless legs phenomenon. In (B)(6) 2007 it was reported that the patient began having pain in low back and left leg. At that time they were diagnosed with bursitis of the hip then were diagnosed with ddd and herniated discs. On (B)(6) 2007 the patient presented with lower back and left hip pain. The patient reported that the pain kept them up at night. The patient reported long standing back problems. Medications: celebrex and flexeril. On (B)(6) 2008 the patient presented with bilateral headache with bright flashing lights, nausea, and trouble focusing. The patient reported heart racing sensation lasting approx. One hour and chest ache. On (B)(6) 2008, in a telephone encounter, the patient reported chronic back pain. Medications: lortab for pain. On (B)(6) 2008 the patent presented in an ov with episodes of visual changes affecting both eyes and which were reported as causing blurring and scintillating lights (onset one week prior). The patient also reported a fairly significant headache after one of the visual episodes. Diagnosis: migraine episodes. On (B)(6) 2008 the patient presented with lower back and left hip pain, severe right sciatica, mild left sciatica and claustrophobia. Medication medrol dose pack, lortab, celebrex, flexeril, and xanax. On (B)(6) 2008 the patient presented with pain and sciatica and underwent a lumbar spine MRI which demonstrated changes in spondylosis; l4-5 central/left paracentral sub ligamentous disc herniation creating indentation on the thecal sac with mild, perhaps mild to moderate left lateral recess narrowing; and there were two indeterminate marrow space lesions noted. They were not classic in appearance for hemangiomas however they could still have been atypical hemangiomas. There was decreased disc space height at l5-s1 and what appeared to be a disc herniation or diffuse annular bulge at l4-l5. Axial images showed central disc herniation at l4-l5. On (B)(6) 2008, in a telephone encounter, the patient reported pain and expressed that lortab and flexeril made minimal difference. On (B)(6) 2008 the patient presented low back pain which they stated dated back to when they were (B)(6) old with a significant increase in pain since (B)(6) 2007. The patient also had pain into the left anterior thigh down to the knee and intermittent numbness in the plantar aspect of the left foot. X-rays of the lumbar spine showed severe disc space narrowing at l5-s1 without evidence of instability or deformity. A recent lumbar MRI was reviewed and showed a central disc herniation at l4-l5 as well as disc desiccation from l3 to the sacrum. There was a hemangioma at l3. The radiologist was unsure if it was a true hemangioma. Medications: flexeril, lortab, medrol, and celebrax. On (B)(6) 2008 the patient presented with low back pain likely secondary to lumbar degeneration. On (B)(6) 2008 the patient presented with significant low back pain extending into the left leg since (B)(6) 2007. The patient underwent a three phase bone scan of the whole body which demonstrated mild facet osteoarthropathy at the l5-s1 level but was otherwise grossly unremarkable. There was no significant active bony uptake that would be concerning for either pars defect or significant bony lesion. S1 joints were mildly prominent but relatively symmetric in overall uptake pattern. On (B)(6) 2008 the patient presented with low back and left lower extremity pain with radiating pain into the left lower extremity and posterior thigh to knee. On (B)(6) 2008 the patient underwent a selective nerve root sleeve injection left l5 which resulted in 100% pain relief. Pain in the left buttock and leg were completely resolved this was felt to be positive for left l5 radiculopathy. No patient complications were noted. On (B)(6) 2008 the patient presented with left leg pain and the diagnosis of left l5 radiculopathy secondary to spinal stenosis and disc herniation at l4-5. It was reported that the relief experienced from the selective nerve root block on the (B)(6) did not last very long and that it only took away the leg pain not the back pain. On (B)(6) 2008 the patient presented with a profound stenosis causing a l5 radiculopathy and underwent a l4-5 left laminectomy no patient complications were noted. On (B)(6) 2008, in a telephone encounter, the patient reported having had back surgery the day before and believed they had a uti with frequency and were unable to empty bladder. On (B)(6) 2008, in a telephone encounter, the patient reported, 3 days pot op, improved pain. On (B)(6) 2008 the patient presented with back pain and underwent a lumbar spine MRI which demonstrated postoperative change; l4-l5, left; recurrent or residual disc protrusion, l4-l5, left; foraminal compromise, ls-s1, left; degenerative disc, l3-l4. On (B)(6) 2008 the patient presented with pain and underwent a left l5 selective nerve root injection under fluoroscopic guidance. No patient complications were reported. On (B)(6) 2008 the patient presented with pain and underwent a micro revision discectomy at l4-5 secondary to disc herniation compressing the l5 nerve root. No patient complications were reported. On (B)(6) 2008 the patient presented with low back pain with lumbar radiculopathy. The patient underwent a lumbar spine MRI which, when compared to (B)(6) 2008, demonstrated postoperative changes on the left at l4- l5 and l5-s1; small residual/recurrent left paracentral disc protrusion, l4-l5; small postoperative fluid collection, l5- s1, left; and a shallow central disc protrusion, l3- l4. On (B)(6) 2008 the patient presented with post laminectomy syndrome with left lateral hip and leg pain. On (B)(6) 2008 the patient presented with back pain and underwent a lumbar spine MRI which demonstrated a previous decompression at l4-5 on the left and a broad based disc protrusion at l4-5. On (B)(6) 2008 reportedly the patient underwent a left l5 selective nerve sleeve root injection which resulted in 100% relief pointing to left l5 radiculopathy. On (B)(6) 2008 the patient presented with left leg pain and some new right leg pain. Diagnosis: l5 radiculopathy secondary to recurrent lumbar degeneration. On (B)(6) 2008 the patient presented with leg and back pain with the preoperative diagnosis of recurrent herniated nucleus pulposus, l4-5. The patient underwent surgery which consisted of a revisional laminectomy, l4-5, decompression of spinal canal and neural foramen; posterior lumber fusion, l4-5; and posterior instrumentation, l4-5 using silo pedicle screws and rods. Per the operative report "...decortication was performed at the transverse processes at l4 and l5. Bmp, mastergraft and local bone graft from the decompression were packed out in the lateral gutters. Rods were applied and finally seated; extremely stable construct. Intraoperative CT scan was excellent..." Intraoperative ulnar somatosensory evoked potentials were monitored throughout. No patient complications were noted. Post-operative x-rays showed bilateral pedicle screws present at l4-l5. Each side had a longitudinally oriented connecting rod. There was narrowing of the l4-l5 disc space and very minimal listhesis of l4 on l5. Alignment was otherwise normal. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2009 the patient presented with recalcitrant menorrhagia and current menstruation. The patient underwent an endometrial ablation procedure. No patient complications were noted. Pathology of fragments showed no hyperplasia or malignancy. On (B)(6) 2009 the patient presented with low back pain and underwent a lumbar spine MRI which showed that at the l3-4 level there was mild central stenosis at the base of annular disk bulge and facet arthrosis. At the postoperative l4-5 level, there was a mild amount of enhancing granulation tissue and no evidence of recurrent disk protrusion or spinal stenosis. At the l5-s1 level, there was disk osteophyte complex and facet osteoarthritis producing mild to moderate bilateral neuroforaminal stenosis without nerve root impingement. On (B)(6) 2009 the patient presented with increasing pelvic organ prolapse, pelvic floor weakness, voiding dysfunction and urinary leakage and frequency urgency (onset several years prior). The patient also reported symptoms of constipation. It was noted that the patient's symptoms were affected by their past back surgeries and narcotics for pain control. The patient also had chronic debilitating pain, degenerative disc disease, some dyspareunia, reflux, and sleep apnea. Medications: oxycontin, oxycodone, xanax, aleve, and valium. On (B)(6) 2009 the patient presented with low back pain radiating down the left leg into the buttock. The patient underwent a lumbar spine MRI which demonstrated acute, edematous, reactive endplate changes at l5-s1; atypical hemangioma at l3 vertebral body; l4/5 concentric disc osteophyte complex causing significant central spinal stenosis; and l5/s1 marginal osteophytes causing bilateral neural foraminal narrowing. In a (B)(6) 2009 dated letter, the doctor refers to reviewing the patient's MRI and finding 4/5 spinal stenosis and foraminal narrowing caused by moderate both side disc protrusion and facet hypertrophy and 5/s1 foraminal narrowing caused by moderate right side disc protrusion and facet hypertrophy. On (B)(6) 2009 the patient presented for a pre-op evaluation with sleep apnea, hyperlipidemia, worsening chronic low back pain with left lower extremity paresthesias and weakness. Labs and an EKG were conducted. On (B)(6) 2009 the patient presented with pain and the preoperative diagnosis of pain and underwent surgery which consisted of an e exploration of fusion mass l4-l5 with removal of silo pedicle screws and rods l4-l5, revision laminectomy l4-5, left, and extra foraminal decompression left l5 nerve. Intra-operatively, there was found to be profound extraforaminal compression of the nerve was enc ountered; the nerve was extremely abnormal to disk level due to this extraforaminal compression. The instrumentation was removed without difficulty. A solid arthrodesis was found. No patient complications were noted. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009 the patient presented with low back pain with new onset of urinary dysfunction after 2009 revision surgery with hardware removal. The patient underwent a lumbar spine MRI which demonstrated mild dextroscoliosis; status post lumbar decompression and fusion at l4-5 with recent hardware removal on the left; uncomplicated appearing postoperative fluid collection identified without secondary findings of infection l3; abnormal appearance of the distal cauda equina at l4 and l5 consistent with localized arachnoiditis; and moderately advanced degenerative disc disease at ls-51 status post left laminectomy. On (B)(6) 2009 the patient presented with pelvic organ prolapse and urinary retention. The patient underwent urodynamic studies which showed evidence of urethral hypermobility. On (B)(6) 2009 the patient presented with chronic back pain and bilateral leg pain, left >right. The patient also reported left ear pain, limited ability to participate in activities of daily living, anxiety, and claustrophobia. The patient underwent a drug screening which was positive for oxycodone. Medications: oxycontin, valium, xanax, and flexeril. Diagnosis: lumbar pain, radicular pain, anxiety, opioid dependence, sleep apnea, reflux, high cholesterol, and arthritis. On (B)(6) 2010 the patient underwent labs which revealed high glucose, protein, wbc, rdw levels. On (B)(6) 2010 the patient presented to a psychiatric unit with opiate dependence, benzo dependence, depression and anxiety with worsening intractable back pain with radicular pain down both legs. The patient felt they were addicted to oxycontin and unable to detox at home. The patient reported decreased weight, decreased sleep, decreased concentration, fatigue and limited ability to participate in daily living activities (adl's. Labs were positive for opiates. The patient was admitted to an inpatient detox program. On (B)(6) 2010 the patient presented with opioid dependence and chronic back pain secondary to degenerative disc disease. Impression: chronic back pain status post lumbosacral spine surgeries times four including fusion. Sleep apnea, on CPAP, likely made worse by relatively high dose opioid analgesics. Opioid dependence. Nicotine dependence. Gastroesophageal reflux disease. History of depression {which patient stated was in remission). Weight loss over the past year which patient attributes to having multiple surgical procedures. The patient underwent labs which revealed high wbc and chloride levels. On (B)(6) 2010 the patient presented with acute onset of severe lower abdominal pain with pain radiating to the back and right flank. There was right lower quadrant tenderness to palpitation. The patient reported previous episodes of like pain in the past. The patient underwent labs which revealed low amylase serum and co2 and high wbc, absolute neutrophil, absolute lymphocytes levels. Assessment: possible biliary colic, possibly kidney stone. On (B)(6) 2010 the patient was discharged from behavioral care services. On (B)(6) 2010 the patient presented with severe abdominal pain and underwent a right upper quadrant ultrasound which was unremarkable. On (B)(6) 2010 the patient presented with back pain, tenderness, and tension, nerve pain, muscle pain, limb pain, and anxiety. The patient reported problems heart burn, "female issuer", nausea, problems with menstrual periods, problems with urination, sweating, weakness, tenderness, reduced rom, dizziness and confusion. On (B)(6) 2010 in a biopsychosocial evaluation the patient presented with depression, anxiety, panic attacks, and chronic pain. On (B)(6) 2010 the patient presented with back, hip, left foot and toes and right toe pain, and anxiety. The patient reported heartburn, problems with urination, problems with menstrual periods, tingling in toes, dizziness and confusion. On (B)(6) 2010 the patient presented with possible ovarian pain. The patient reported having three ruptured ovarian cysts. On (B)(6) 2010 the patient underwent labs which revealed high b12 levels. On (B)(6) 2010 the patient presented with dizzy spells possibly related to topamax, increasing frequency of lower back pain, limb pain and anxiety. The patient reported diminished sex drive, heartburn, nausea, constipation, reduced rom in left arm, and tenderness in left arm. The patient also reported difficulty falling and staying asleep. On (B)(6) 2010 the patient presented with bladder and uterine prolapse as well as urinary dysfunction. The patient also reported degenerative disc disease and ovarian cysts. Medications: suboxone, oxycodone, flexeril, metanx, pepcid, seasonique, and advil. It was reported that the patient had quit smoking in (B)(6) 2010. There was microscopic hematuria on dip but nothing under the microscope. On (B)(6)2010 the patient presented with lower back pain and increased pain through left and right hips and down both legs to feet. On (B)(6) 2010 the patient presented with increasing low back pain with new onset of right leg pain. Diagnosis: post-laminectomy syndrome. The patient underwent a lumbar MRI which demonstrated mild changes of chronic sacroiliitis involving the superior aspects of the sacroiliac joints bilaterally. At l5-s1 there was moderately severe desiccation and disc collapse present. There was a mild broad based disc bulge without focal herniation. Mild to moderate foraminal narrowing was present however there is no definite nerve impingement. Moderate hypertrophic facet joint osteoarthrosis was observed, more severe on the left. There had been partial resection of the superior aspect of the left lamina and pars inter-articularis. At l4-5 there was moderately severe disc collapse. Pedicle screw instrumentation was identified on the right and appeared intact. The right neural foramen was uncompromised. There was solid coalescence of the anterior transverse process fusion. The central canal was widely decompressed. - extensive scar formation was noted on the left, extending into the left neural foramen, obliterating the foraminal fat and obscuring the left l4 nerve root as well as the origin of the left l5 nerve root sleeve. The left lamina had been largely resected with facet joint resection. Left posterolateral bone graft was present without complete bridging. At l3-4 there was a mild decrease in disc height associated with mild bulging of the posterior annulus. No focal herniation was present and there is no central or lateral stenosis. Moderate hypertrophic facet joint osteoarthritis was present on the right. There was mild facet arthrosis on the left. Articular cartilage calcification was noted bilaterally. At l2-3/l1-2 the disc height was maintained. The posterior disc contour was normal. There was no central or lateral stenosis. The posterior elements were intact on (B)(6) 2010 the patient presented with increasing low back pain and bilateral leg pain, left>right. X-rays showed postoperative changes at l4 pedicle screws with an interconnecting rod were noted on the right, without evidence of loosening or hardware failure. Posterolateral fusion mass was observed. There appeared to be bridging of the fusion mass on the right. No definite bridging is observed on the left. A wide laminectomy defect was present on the left with facet joint resection. There also appeared to be a laminotomy defect on the left at ls&#9457;with partial facetectomy. There was a moderately severe loss of disc height at that level. Examination of the upper lumbar spine did not show any abnormality. No abnormal motion was observed on upright flexion-extension imaging. There was moderate disc collapse at l5-s1. There was facet arthropathy bilaterally at l3-4 however no abnormal motion was appreciated on flexion-extension imaging. A lumbar CT scan demonstrated status post lumbar decompression and fusion at l4-5 with solid fusion appearance on the right associated with intact pedicle screw instrumentation. There was wide decompression of the central spinal canal and left neural foramen with extensive postoperative scarring. There was no definite nerve root impingement identified. There was moderately severe degenerative disc disease at ls-s1 with hypertrophic facet joint osteoarthritis bilaterally. There was no significant spinal stenosis, disc herniation or nerve impingement. Hypertrophic facet joint osteoarthritis bilaterally at l3-4, right > left, was identified and no significant stenosis or nerve root impingement. On (B)(6) 2010 the patient presented with lower back pain, pain radiating down bilateral legs>right and insomnia. On (B)(6) 2011 the patient presented with back and sacroiliac joint pain, radiculopathy, arachnoiditis and pain worse in the hip and feet. The patient reported diminished sex drive and heartburn. On (B)(6) 2011 the patient presented with lower back pain, pain down left and right legs into feet, and insomnia. The patient reported diminished sex drive and heartburn. On (B)(6) 2011 the patient underwent a drug screening which was positive for oxycodone, suboxone, and opiates. On (B)(6) 2011 the patient presented with increased leg and hip pain, low back pain, and insomnia. Medications: lyrica, percocet, amitriptyline, metanx, and suboxone. On (B)(6) 2011 the patient presented with pain in low back, bilateral legs down to feet and toes, insomnia, and elevated blood pressure. The patient reported diminished sex drive. On (B)(6) 2011 the patient reported flu like symptoms after taking hct2 and so stopped. The patient also presented with lower back pain, limb pain, high blood pressure (htn), and insomnia. The patient was prescribed lisinopril. On (B)(6) 2011 the patient reported that they had not started lisinopril due to continued coughing and pneumonia. Per the encounter notes the patient was planning on having cystocele surgery. The patient reported diminished sex drive and problems with urination. On (B)(6) 2011 the patient presented with lower back pain, bilateral extremity pain, anxiety, and occasional blurry vision. The patient reported diminished sex drive. On (B)(6) 2011 the patient complained of worsening prolapse and some lower extremity edema. It was also noted that the patient was suffering from adhesive arachnoiditis at l4-5. On (B)(6) 2011 the patient presented with lower back pain, lower extremity pain, and anxiety. Per the encounter notes the patient was scheduled for a hysterectomy on (B)(6) 2011. On (B)(6) 2011 the patient presented for a pre-op evaluation with incomplete urethra-vaginal prolapse. On (B)(6) 2011 the patient presented with low back and lower extremity pain (down to toes). Per the encounter notes the patient had just finished a course of cephelex for a uti. On (B)(6) 2011 the patient presented with vaginal vault prolapse and underwent surgery which consisted of a supra-cervical hysterectomy and repair of vaginal vault prolapse. No patient complications were noted. On (B)(6) 2011 the patient presented post op hysterectomy with some occasional left side cramping and sensitivity on the bottom entrance to vagina. Per the encounter notes, after the patient had been discharged from hospital post hysterectomy they had gone to the ER with fever. A cat scan was negative. The patient had been put on antibiotics and the fever resolved. On (B)(6) 2011 the patient presented post op hysterectomy with increased pain in left arm/elbow and tendonitis. The patient also presented with lower back pain, lower extremity symptoms, and controlled anxiety. On (B)(6) 2012 the patient presented with low back and lower extremity pain, weakness, reduced rom, tenderness. The patient also reported heartburn. On (B)(6) 2012 the patient presented with increased lower back pain exacerbated from activity and new radiating pain in the left anterior leg. The patient also reported heartburn, weakness, and abdominal pain. On (B)(6) 2012 the patient presented with lumbar back and lower extremity pain and increased hip pain. The patient also reported he artburn, weakness, tenderness and diminished sex drive. On (B)(6) 2012 the patient presented with pain in the low back, hips, legs, and feet. There was new swelling in ankles. On (B)(6) 2012 the patient presented with pain in the low back, buttocks, hips, and lower extremities to toes. The patient also reported difficulty starting urination, abdominal pain and nausea secondary to clonidine, reduced rom, and difficulty with sleep. The patient stopped taking clonidine. The patient was filing for disability. On (B)(6) 2012 the patient presented with the diagnosis of adhesive arachnoiditis, radiculopathy, failed back surgery, syndrome, impaired adl's and back pain. The patient reported pain in low back, hips, and left leg down to toes. On (B)(6) 2012 the patient presented with swelling of ankles, low back pain, hip pain, and pain down to the toes. The patient also reported heartburn, weakness, reduced rom, problems with urination, problems with sleep, diarrhea, and abdominal pain. On (B)(6) 2012 the patient presented with occasional discomfort with sex, pelvic pain consistent with levator muscle myalgia, mild stress incontinence, discomfort with full bladder, some pain on voiding, frequent urination, rare urge incontinence, and some constipation. On (B)(6) 2012 the patient presented with lower back pain, limb pain and anxiety. On (B)(6) 2013 the patient presented with lower back, hips, buttocks, and lower extremity to toes pain. Per the encounter notes the patient reported having had the flu for 2.5 weeks with abdominal cramping resolved by this appointment. The patent also reported numbness in the right foot at times, increased pain with bending (sharp on the right side), reduced sleep, and ongoing controlled anxiety. On (B)(6) 2013 the patient presented with a slow and careful gait, lower back pain and lower extremity pain with numbness and tingling. The patient also reported dizziness and severe pain problems. The patient reported "weird head sensation pressure" with the use of buprenorphine which resolved when the dosage was lowered. On (B)(6) 2013 the patient presented with lower back and left leg pain with occasional right lower back and leg pain. The patient reported diminished sex drive, reduced rom (left leg), heartburn, nausea, constipation, and abdominal pain (from hysterectomy). On (B)(6) 2013 the patient presented with abdominal pain in the left lower quadrant, clinically significant diarrhea of unexplained origin, and constipation. The patient underwent a colonoscopy which revealed normal looking colon - no active colitis/inflammation. On (B)(6) 2013 the patient presented with lower back, hip, buttock and bilateral lower extremity pain. Per the encounter notes the patient had been diagnosed with irritable bowel syndrome (ibs) from their colonoscopy. Diagnosis: lower back pain, lumbar facet pain, and degenerative disc disease. Medications: percocet and topamax. The patient underwent an EKG. On (B)(6) 2013 the patient presented with back, legs, hips and feet pain with numbness and tingling. The patient underwent a procedure for IV lidocaine infusion. No patient complications were noted. On (B)(6) 2013 the patient presented with chronic left low back pain, pain into legs, and new upper back pain. The patient also reported muscle spasms; numbness in toes, diarrhea, constipation, severe cramping, pain in left buttock to under the shoulder blade, and shocking pain in right buttocks. A note was made of nerve compression &#12549;veloped adhesive arachnoiditis and degenerative discs l3 to s1. The patient was concerned something had happened to the disc. The patient underwent x-rays of the lumbar spine which, when compared to (B)(6) 2008 x-rays, demonstrated post op fusion l4-5, anatomic alignment, and degenerative disc disease at l5-s1 and t11-12 mildly progressed. Mediations: flexeril, topamax, celebrex, lortab, xanax, buprenorphine hydrochloride, percocet, and medrol dosepak. On (B)(6) 2013 the patient presented with back pain, pain radiating into the extremities, numbness and tingling in extremities, chronic bladder difficulties, new upper back pain, new left buttock to shoulder blade pain, new shocking sensation in the right buttock area. The patient also reported severe cramping and diarrhea secondary to stress about back. On a (B)(6) 2013 note to chart, it reported that x-rays showed mild progression of (B)(6) 2013, in a telephone encounter, the patient reported left leg weakness, shooting pains down into the left buttocks, increased limping, and use of cane for ambulation. The patient also reported reduced pain with medrol dosepack and that stomach cramps and diarrhea had stopped. On (B)(6) 2013, in a telephone encounter, the patient reported minimal improvement of lower back pain with medrol dosepack. On (B)(6) 2013 the patient presented with back, legs, hips and feet pain with numbness and tingling and new left hand numbness the patient reported a significant increase in pain (onset two weeks prior) and symptoms involving left back, legs, buttock, and toes with shocks and spasms. The patient also had an increase in anxiety. Medications: percocet and buprenorphine. On (B)(6) 2013 the patient presented with lower back, bilateral buttocks, and left leg into toes pain. The patent also reported num bness, tingling, weakness, heartburn, problems with sleep, dizziness, confusion, reduced rom, tenderness, abdominal pain, anxiety and constipation. On (B)(6) 2013, in a telephone encounter, it was reported that the last patient x-rays showed degenerative disc disease. The patient had "increased pain pathways". On (B)(6) 2013 the patient presented with the diagnosis of spinal arachnoiditis, lumbar degenerative disc disease and lower back pain. Per the encounter notes it had been recommended that the patient have their tmj looked at. On (B)(6) 2013 the patient presented with pain and underwent a lumbar spine MRI which showed right unilateral l4-l5 screw fixation and fusion. Left hemilaminotomy at this level present and there was no evidence of recurrent herniation or impingement. L5-s1 left hemilaminotomy without evidence of herniation or impingement. L3-4 degenerative desiccation and subtle bulge with facet osteoarthropathy but without impingement. There was incidental note of some clumping of the descending nerve roots within the l4-ls region. Clearly defined arachnoiditis was not identified but some clumping of the nerve roots did seem to go along with some degree of possible arachnoiditis. Facets were hypertrophic with ligamentum flavum hypertrophy deforming the dorsal lateral thecal sac at l3-4. There was a large benign hemangioma at l3 otherwise vertebral bodies are grossly unremarkable. There was subtle dextrorotary scoliosis of the lumbar spine with apex at l3. Conus terminated at l1. Ap diameter of the canal was slightly narrowed at the l3-4 level which was the level above fusion secondary to subtle bulge and moderate facet changes. On (B)(6) 2013 the patient presented for an initial consult with lumbar arachnoiditis. Recent MRI and x-rays were reviewed which showed no evidence of central lateral recess or foraminal stenosis. The left sided screws and rods had been removed. The right side was stillin place. There was no recurrent herniation. There was no evidence of instability. There was focal arachnoiditis particularly at the l4-5 level. It was noted that the patient was on high dosage narcotics. Medications: flexeril, topiramate, percocet, buprenorphine, visteril, ibuprofen. On (B)(6) 2013 the patient presented with pain. Medications: lortab, xenon, medrol dosepak, celebrex, flexeril, buprenorphine hydrochloride, percocet, and topamax. In a (B)(6) 2013 addendum to the (B)(6) 2013 consult notes, it was reported that the patient had problems with constipation, diarrhea, ibs, abdominal pain, back pain, joint swelling, muscle cramps, muscle weakness, paresthesias, walking problems (required cane for ambulation), and anxiety.